Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and capsular contracture. Device evaluation: analysis of the returned device identified a broken shell, brown particles and underweight. A visual and microscopic analysis was performed which identified a broken creases sharp, stress marks, missing shell (0-25%), a creases fold and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening; missing shell due to inconclusive. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade IV. Device has been explanted.